Event description:
During cardioversion, anterior defibrillator pad caused a skin burn. Per staff, items used on the patient were discarded. Information related to the pads used on the patient were thrown out. However, the pads in the room are all the same lot number and reference number and those numbers are provided in the report.